Event description:
Device malfunction: none. Time of malfunction: eighteen days after vessel closure. Symptoms/ae: inflammation, infection, pseudoaneurysm. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic cardiac catheterization. Reportedly, eighteen days after uneventful access site closure, inflammation and signs of an infection developed at the access site. Exploratory surgery revealed an infected pseudoaneurysm. The vessel was medically treated and surgically repaired with a femoral vein graft. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report, the customer provided the following additional details: reportedly, the patient had the leg amputated. The reason for amputation and date of surgery were not provided. No additional information was provided.